Manufacturer narrative:
The customer discovered a hole in the tubing at pinch valve pv37 and proceeded to replace the tubing to resolve the leak prior to the arrival of the beckman coulter fse (field service engineer). The fse arrived at the customer's laboratory and found that clenze had leaked into the power connector for the peltier module. The fse removed the power connectors and cleaned the power connector with alcohol to fix the ambient temperature errors. The fse also replaced the differential mixing motor module as it ran continuously due to shortage from the clenze leaking onto the unit. Failure mode of the leak is attributed to a hole in the tubing at pinch valve pv37, causing clenze to leak onto the internal components of the instrument. Clenze leaked onto the peltier module causing ambient temperature errors and continous running of the differential mixing motor. (B)(4).

Event description:
The customer reported a leak from the lh 500 hematology analyzer while purging the flowcell. The customer indicated that 5 ml of cleaner leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.